Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g report source, section h labeled for single use a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer found the station stuck on a black screen. Verified the wall outlet was functional and unplugged all drawer cables, but the station still had no power. Tried a different power supply, which didn¿t resolve the issue. Disconnected all cables between the power supply and the communication sled; the power supply turned on. However, when reconnecting the communication sled cables, the power supply failed to power on same result with a new power supply. Replaced the communication sled, and the station booted up without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it was offline and not booted up. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it was offline and not booted up. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event